Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a circuit fault alarm. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the power management board was re-inserted, and the issue was resolved. The device was returned to service.